Manufacturer narrative:
Product event summary: analysis found there was a deviation between the stylus and the cursor on the screen due to the touchscreen. It was noted a stylus calibration didn't solve the problem. It was noted the stylus was missing and error was found in the programmer software history. The flex cable of the analyzer (internal programmer cable that connects to the pod that the analyzer goes into) is defective. The programmer failed final functional test due to a lem (link electronic module) printed circuit board failure (cause unknown). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.